Event description:
Clarification of event: the lead was capped and device was explanted. It is unknown which device contributed the issue. Patient was well post-procedure.

Manufacturer narrative:
(B)(4). No conclusion code available; the reported noise and high hv lead impedance were confirmed in the laboratory. The device was tested on the bench and a broken can wire was found to be the cause of the reported high hv lead impedance and noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving a patient notifier for high, out of range, high voltage lead impedance. Pocket manipulation performed in-clinic elicited noise on the iegms as well. Lead is scheduled to be replaced.